Event description:
Inserting catheter through adaptor, catheter end split. This occurred with 2 separate catheters from the same lot #. A third catheter was inserted without a problem from a different lot #.